Event description:
(B)(4). I have had complete loss of libido, headaches, rashes, severe back pain, numbness in arm, left shoulder pain, hair loss, acne, and many more symptoms since I had this device implanted! My life has been a night mare!